Event description:
It was reported, that the patient presented to clinic for follow up. Upon interrogation, it was noted, that the left ventricular (lv) lead was exhibiting failure to capture. The atrial lead was exhibiting unspecified oversensing and low pacing impedance. And the right ventricular (rv) lead was exhibiting high capture threshold. The lv, rv and atrial leads were explanted. And new leads were implanted. The patient was recovering after the procedure.